Event description:
It was reported that the end of the drill broke off inside the patient. Patient outcome: the report indicates that there was no injury to the patient. No adverse effects have been reported as a result of this event.

Manufacturer narrative:
Per the IFU: prior to use, instruments should be visually inspected and function should be tested to assure instruments are functioning properly. If instruments are discolored, have loose screws/pins, are out of alignment, are cracked or have other irregularities, do not use. (B)(4).